Event description:
Invertebral disc replacement at the level c4-5 was performed after trial using ldr cage roi-c. Cage was filled with allograft bone chips and putty. During placement of titanium wing for anchoring cage in place, the cage was broken and part of it dislodged into spinal canal. Pt suffered quadriplegia following procedure; cause of quadriplegia unk.